Event description:
During the evaluation of a returned colleague infusion pump, an inoperable channel select key was discovered on channels b and c. No pt injury or medical intervention was associated with this event. This device utilizes user interface module (uim) software version 5.04.00 version which is categorized as unremediated. No additional information is available.

Manufacturer narrative:
This device is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available. This report represents all information known by the reporter at this time.